Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) was randomly turns itself off. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse recalibrated the unit per the manual. The fse let the unit run overnight. There were no faults or errors. All functional and safety tests were performed per manufacturer specifications. The iabp was returned to the customer for use.